Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;g3;h2;h3;h6. The following sections was corrected: clinical code h6. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records; however, part and lot identification were not provided. A compatibility check could not be performed due to insufficient information. The issue could not be confirmed as no product information or medical records were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the patient underwent revision surgery due to joint coxarthrosis and polyethylene wear. During the revision surgery, an expired product was implanted. No additional surgery is scheduled to remove the expired product. No known consequences or impact to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: costa rica. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.